Manufacturer narrative:
Additional information : device manufactured between october 05, 2018 to october 06, 2018. Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed at the spike port cap at the base of the spike port tubing in both devices. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked around the spike port. The reporter stated that there was no sealing around the spike. There was no patient involvement. No additional information is available.